Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018. The patient did not know if the issue occurred with his first or second pump. It was reported that the revision surgery occurred in (B)(6) 2013. When asked what was done surgically to correct the issue, it was reported that the pocket was rebuilt. It was stated that the surgical revision resolved the problem of the pump moving. The patient's weight at the time of the revision was reported as "250." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for spinal pain. It was reported on (B)(6) 2018 the patient reported when their pump was implanted, it was implanted too deep. It was reported the healthcare provider tried to fix the pump pocket because the pump ¿flopped around,¿ but it never flipped. The patient reported they were always careful with their pump. The patient stated that he knew it did not flip because they always got the reading, and if it had flipped, they would not have been able to get the reading. No further information was provided.